Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of taxotere on channel a via a symbiq pump. It was reported that after 150ml of taxotere was delivered, no flow was noted. The nurse reported that the pump display was incrementing; however, no drops were noted in the drip chamber. The solution container was also reported to contain more solution than expected. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.